Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that he was unable to locate sensor, as the wire appeared shorter upon removal, and was concerned that the wire could be in his skin on (B)(6) 2014. Patient did not report any discomfort at insertion site. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Dexcom has issued an rga for patient to return their device to be investigated.